Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report #1627487-2016-02029. It was reported the patient's scs lead pulled out of the ipg header. X-rays confirmed lead pull out. Surgical intervention took place at which time the ipg was explanted and replaced and the existing lead was inserted into the ipg. Diagnostics taken intra-operative indicated impedances were normal. The issue has reportedly resolved.